Event description:
The manufacturer was notified on this event through the believe registry. On (B)(6) 2019, an (B)(6) male patient received a perceval pvs27 in aortic position. The procedure was performed in full sternotomy. A CABG was also performed during the same procedure. It is reported that the patient received a permanent pacemaker on the fifth postoperative day ((B)(6) 2019). Review of the database indicates that the pm implant procedure occurred uneventfully and no device dysfunctions are identified. The patient was discharged on (B)(6) 2019 with a good device functionality (9mmhg, no regurgitation). The site judged the event probably related to the procedure. The relationship with the device was initially indicated as 'not device-related', but it was later changed to 'probably device-related'. No pre-existing conduction disorders are reported for this patient.